Event description:
The user had a 3t MRI with a bci 602 and experiences slight pain during scan. After the scan magnet strength 2 of samba 2 bb was not strong enough anymore. Sound quality was not affected and vibrogram stable. Further proceedings unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a 3t MRI and experienced slight pain during scan.

Manufacturer narrative:
According to the information received from the field the recipient underwent a 3t magnet resonance imaging (MRI), which constitutes an abnormal use. During the scan the recipient experienced slight pain, which is a known undesired side effect of MRI. Reportedly the recipient was experiencing retention issues after the MRI but was still able to use the device and was satisfied with the hearing performance. The device remains implanted and in use. This is a final report.